Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a thoracoscopic bleb procedure. Reportedly, the instrument broke when removing from tissue. The surgeon manually manipulated the device free and completed the procedure with another instrument. The hospital has reported that no pt injury occurred.